Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the rear response button was defective. Upon evaluation, the rear response button cable was cracked. The cause of the inablity to activate the monitor is the damaged response button cable. The root cause of the damaged response button cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons would not active a patient's monitor.